Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Stryker replaced the device's system pcb assembly. Upon further evaluation of the removed system pcb assembly, stryker observed that it caused noisy paddles lead ECG and no defibrillation energy charge function. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly, stryker observed that it caused noisy paddles lead ECG and no defibrillation energy charge function. A further component root cause for this issue could not be determined.